Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was already paired to another device, which prevented use with the ilet system and required sensor replacement per troubleshooting. No alerts or alarms were present and no adverse clinical symptoms were reported. Outcomes included user education with no health impact. User support included interview and troubleshooting guidance. Investigation of this case revealed a sensor connectivity and pairing issue external to the ilet pump, with no ilet component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and improper user/device pairing configuration unrelated to an ilet device failure.